Event description:
Exactamix 1000 ml eva container (empty) ref: h938739, lot # 60095480, exp date: 10/2020 (other numbers (B)(4)). Once the bag was filled, the middle port (tubing port) leaked. Leakage occurred at the seem between the bag port and the bottom piece that is meant to break in half for tubing access (the only connection of the bag's middle port.)